Manufacturer narrative:
The required information to enable further investigation, such as the kit's lot number, was not available and therefore a root cause investigation was not performed. A review of complaints' trend reveal that all of the alere determine hiv 1/2 ag/ab combo batches are performing according to label claims. The exact root cause of the reported issue could not be determined. Attempts to gain additional information were not successful.

Event description:
This report represents the first of two (2) false positive results reported with the alere determine hiv 1/2 ag/ab combo. The sample type was not provided. Confirmatory testing (not otherwise specified) was negative. There is insufficient information to determine if a malfunction occurred. The patient gender, pregnancy status, treatment and patient outcome were unknown. No device lot number or date of occurrence was provided. Attempts to gain additional patient information were not successful.